Manufacturer narrative:
The pump passed displacement test, self-test and active current test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No blank display noted. Verified pump error 23 in pump history download on 08/14/2025 07:17:04.000. No alarms or alerts noted during testing. Battery cycle 4.0 received the lowbatteryalert (104) on 08/13/2026 21:04:00 after more than 7 days at 15.53 days. Battery cycle 5.0 received the lowbatteryalert (104) on 10/14/2025 11:33:00 after more than 7 days at 13.86 days. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the electronic assembly and motor assembly.¿test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, cracked keypad overlay and pillowing keypad overlay. No pump error 23 noted during analysis. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasting less than expected not confirmed. Unexpected battery power loss not confirmed. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. No blank display observed during analysis, blank display not confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customernoticed a recurrent issues with the insulin pump, including repeated replce battery alerts followed by the pump turning off immediately and frequent pump error 23 alarm (post-reset ram crc alarm). The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed for a low battery alarm. The customer reported the battery did not last more than one week. Troubleshooting was performed for pump error 23. The customer was able to clear the error and complete the rewind process. The customer confirmed the pump was not recently placed in storage mode or left without a battery for more than 8 hours. However, the issues persisted. The customer was instructed that the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.